Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a an esophageal varice ligation procedure performed on (B)(6)2014. According to the complainant, during the procedure, the bands failed to deploy. A second speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of bands failed to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling. Only the ligator head was returned for analysis. The suture was broken with the distal portion attached to the ligator head; however, the proximal portion was not returned. All the seven bands were present on the ligator head with four of the bands moved out of position. The ligator head was returned with damaged teeth. Based on the evaluation of the returned device, the complaint that the bands failed to deploy was confirmed; however, investigation did not confirm the reported failure of handle broken. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a an esophageal varice ligation procedure performed on (B)(6) 2014.. According to the complainant, during the procedure, the bands failed to deploy. A second speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.